Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. (B)(4).

Event description:
Surgeons at an unk facility report that they are not satisfied with this product due to the residues of the product in the eye. The residues are difficult to remove and often, it is not possible to remove them at all. In the opinion of the surgeons, these residues cause anterior chamber irritation three to four weeks postoperatively, are difficult to treat, and need the use of topical cortisone treatment over months. The facility name, exact number of pts or identifiers were not provided. This is one of two reports and represents three unk pts.